Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. The reporter stated that lines appeared across the entire pump display screen for twenty minutes and then the lines cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the display was observed to be functioning properly upon powering pump on. The pump was opened and no damage to the display or display flex was observed. The reported issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.